Event description:
It was reported that on (B)(6) 2010, the surgeon performed a fourth surgery on the patient to replace the failed screw wherein rhbmp-2/acs was implanted. The fourth surgery created a large scar and wound on the patient's buttock. This wound was extremely painful, became infected, and took excessively long to heal. Following the fourth surgery, the patient experienced excessive ectopic bone growth on his lumbar spine.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.